Manufacturer narrative:
Additional information received on 2/5/2017. The field service engineer evaluated the device and found the blower working but noisy. There were no parts replaced. The customer declined replacement of the blower.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower is broken. No patient harm reported.